Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2009, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. In (B)(6) 2013 (date unk), follow-up imaging identified a proximal type I endoleak with no visible migration of the devices. It was reported the cause of the proximal type I endoleak was remodeling of the aneurysm sac. No aneurysm growth was reported. On 06/19/2013, an intervention was performed to treat the proximal type I endoleak. An aortic extender component was implanted to provide 4-5 mm of proximal extension up to the renal arteries. Additionally, seven aptus screws were implanted to secure the aortic extender component in place. Final angiography showed resolution of the proximal type I endoleak, and the pt tolerated the procedure.